Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a quantum maverick balloon catheter and quantum maverick dfu inside a blue box with a nc quantum apex label. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause has been determined to be manufacturing related. (B)(4).

Event description:
Reportable based on analysis completed on 11-feb-2016. It was reported that packaging issue was encountered. There were two boxes of 15mmx2.50mm nc quantum apex¿ balloon catheter that the distributor received. It was then noted that the two boxes have different colors, a blue one and the other was purple. However, returned device analysis revealed incorrect labeling.